Event description:
Reported by the health professional as: "a band slippage with gastric outlet obstruction."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 23/jan/09. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allegran has received the product; however, the analysis has not been completed at this time. Band slippage and obstruction are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of obstruction as follows: "if there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."